Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, gel bleed.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "capsular contracture baker grade IV". Later healthcare professional reported "this was intact" and "there was a little film of silicone, but there was no rupture". This record is for the left side. Device has been explanted. Patient underwent a capsulectomy.